Event description:
Internal pc only. Inbound. Patient reports frequent high pressure pump alarm when used 6 cadd flow stop cassettes from same lot 3962244, no further details provided; 6 cassettes from same lot caused high pressure.